Event description:
Additional information was received four months later that the right ventricular (rv) lead once again exhibited noise with intermittent loss of capture and high out of range impedance measurements. Rates below 20 bpm were also observed. A fracture on the tip of the rv lead is suspected. The field representative noted that he was contacted by the hospital when the patient was already on the table for the lead revision procedure. During the revision procedure, the physician stated that the left side is occluded, thus pocket was closed with no change to the current system. The physician plans to discuss options of a new system on the right side with the patient's family. The device was left programmed to vvi 40. No additional adverse patient effects were reported.

Event description:
Additional information was received that the rv lead was surgically abandoned approximately two weeks later due to high out of range pacing impedance measurements and intermittent capture. Due to an occlusion on the patient's left side, the system was been abandoned and a vvi system was implanted on the patient's right side. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient came presented to the emergency room in atrial fibrillation. Upon interrogation the device was noted to be at end of life (eol) and the right ventricular (rv) lead safety switch had tripped the lead from bipolar to unipolar. Upon review of the arrythmia logbook, several daily measurements showed impedance measurements of greater than 2500 ohms. A device replacement procedure was scheduled, however the field representative was not present at the actual procedure. The clinician told the field representative that during the procedure, a new device was implanted and all pacing system analyzer (psa) measurements for the rv lead were within range, which was consistent with earlier measurements on the previous device. The clinician also noted that rates in the 30 beat per minute range were seen. The rv lead was programmed to unipolar due to suspicion of possible bipolar lead issue. Four hours after implant, the field representative was called to the hospital with report of loss of capture and patient rate in the 40 beat per minute range, even though the lower rate limit was set to 50 ppm. When the field representative evaluated the patient, the device was tested and exhibited normal behavior. The stored electrogram (egm) showed three episodes of possible loss of capture in bipolar mode, with possible noise on one event. Further evaluation showed one day of increased threshold measurements for the rv lead, otherwise all other threshold measurements were very consistent. The noise was unable to be reproduced. The device was left programmed unipolar at 3v at 0.5ms per the physicians request. No further out of range impedence measurements have been recorded. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.